Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer fell off the back of his truck, hit his head on a piece of wood, and bleed internally. The cause of death was accidental death. The customer was hospitalized on (B)(6) 2015. The customer's last known and recorded blood glucose was 300 mg/dl on (B)(6) 2015. The customer was wearing the insulin pump at the time of death. The customer was using sensors but was not wearing a sensor at the time of death. The caller does not want to return the insulin pump for analysis. The caller did not want to upload the pump to the customer's carelink account. She stated that she does not feel the need to do so. No further information is available at this time.